Manufacturer narrative:
(B)(6). (B)(4). The original implant procedure was performed on an unknown date less than one (1) year ago. Per facility, the complainant parts were discarded and no longer available for evaluation. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right hip hardware explant surgery was performed on (B)(6) 2016 after patient reports of pain. During the revision, all hardware was successfully removed intact. The patient had completely healed, so no new hardware was implanted. The surgery was completed with no patient harm or surgical delay. This report is 3 of 3 for (B)(4).